Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fracture at the proximal end of the fusion zone. The glass cap exhibited moderate devitrification at the output window. Fiber tip devitrification is normal degradation of the fiber and is caused by heat accumulation at the fiber tip. The metal cap exhibited severe charred detritus adhesion on its surface which is indicative of heavy tissue contact during the procedure. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the glass cap to fracture at the proximal end. The IFU states: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any breaks along the fiber body. However, analysis identified a proximal circumferential fracture a fracture at the proximal end of the fusion zone. The glass cap exhibited moderate devitrification at the output window. Fiber tip devitrification is normal degradation of the fiber and is caused by heat accumulation at the fiber tip. The metal cap exhibited severe charred detritus adhesion on its surface which is indicative of heavy tissue contact during the procedure. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the glass cap to fracture at the proximal end. The IFU states: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with another device. There were no patient complications.